Manufacturer narrative:
Concomitant medical products: 429678 lead, implanted: (B)(6) 2013, dtba1d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent right atrial (ra) lead undersensing was observed. The lead remains in use. No patient com plications have been reported as a result of this event.